Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/26/2016 that an issue occurred with an feeding tube. The customer reports that the was rn unable to aspirate from ng 3.5 tube. Rn opted to remove ng and re-insert another to trouble shoot the problem. When ng was pulled out, it was found to be bent at tip at a 90 degree angle. The outer coating appears cut. No patient injury or ill effects.

Manufacturer narrative:
Submit date: 11/28/2016.

Manufacturer narrative:
One decontaminated sample without original package or lot number was received for evaluation. The issue reported by our customer was confirmed. A review of the device history record could not be conducted because a lot number was not provided. The complaint information submitted identifies the complaint product code as 461206 however the physical sample received show that this sample actually belongs to product code 8888261206. Product code 8888261206 was discontinued and is no longer being produced. Visual inspection was executed on the sample provided which shows the tip is bent at a 90 degree angle on the distal drain hole (farthest from tip). The drain hole corresponds to the weakest point on the feeding tube which can be bent if introduced improperly or by manipulation during use. A dimensional study was executed on the sample provided which found this part did not meet product specifications for drain hole perforation. The most likely root cause is that during the manual drain hole punching process the tube was incorrectly inserted into the punching fixture resulting in an incorrect punch. This punch perforated inside the tube and this in conjunction with the insertion process bent the tip causing this failure mode. This product code 8888261206 was discontinued and replaced with product code 461206. Product code 461206 uses a different process which has been reviewed and is meeting quality acceptance criteria. We will continue to monitor our process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.